Event description:
Patient underwent aortic valve replacement for bicuspid aortic valve stenosis. A transesophageal echocardiogram eight years later demonstrated pulmonary hypertension estimated at 43 mmhg plus right atrial pressure and the aortic valve bioprosthesis was seen to have severe transvalvular regurgitation. The aortic valve bioprosthesis was seen to be well seated and endothelialized along the entire sewing ring with all sutures intact and no peri-prosthetic defect. The prosthetic leaflets remained supple and pliable, but were most notable for a 4-5 mm tear in the right coronary cusp, immediately adjacent to the right-noncoronary commissure immediately adjacent to the stent post. This resulted in prolapse of the right coronary cusp and was responsible for the severe regurgitation. Manufacturer sent a kit for safe return of valve for their inspection.